Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) with an implantable n neurostimulator (ins) for unknown indications for use. It was reported that the patient had decubitus in the ins pocket and erosion of the skin. It was stated that the patient was very thin and a runner, so patient activity likely contributed to the problem. The issue was stated to be due to the patient's condition of being very thin. It was noted the patient's ins will be removed (B)(6) 2018 and replaced at a later date. The issue was not yet resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was clarified that the decubitis was erosion of the skin. The patient is thin and is a runner, which may have contributed to the problem. It was stated that the issue was due to the patient being very thin. The ins was replaced due to the erosion.